Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: batch # 890c67. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with joint cover damaged and with three gst45b reloads (b, c and d) and one gst45d reload(e) present. All reloads (b, c, d and e) were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 890c67, and no non-conformances were identified.

Event description:
It was reported that during the surgery, when severing lung tissue after fired, noted the staples malformed . Changed another three to use, they still had the same problem. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.